Event description:
It was reported that patient underwent a surgical procedure of his artificial urinary sphincter (aus) due to patient wanted a higher pressure balloon. The component was explanted and replaced. Additional information was received. Patient was not as dry and continent as he wanted to be, therefore wanting a higher pressure balloon.